Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and shows no data. The reported allegation was not found. The complaint is not confirmed because the transmitter was in use beyond 90 days.